Event description:
It was reported the surgeon tried to unscrew the acutrak2 mini screws (part number at2-m22-s or part number at2-m24-s) . The first screw could be unscrewed easily, but the second screw couldn't. The driver tip broke, and the surgeon was unable to remove the driver tip from the screw head. The broken pieces of the driver tip, and the second screw remain in the patient's body. This report is related to report numbers 3025141-2022-00208 and 3025141-2022-00209 which are for the screws involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Should the device return, a follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The reported driver received was received for evaluation; a portion of this driver was not returned. Neither of the screws involved in this event (report numbers 3025141-2022-00208 and 3025141-2022-00209) were. The examination performed was for the returned portion of the driver. The returned part was examined with magnification. Observed phenomena included: [driver breakage] the returned 2.0mm hex driver had a broken tip; the tip of this device terminated in a fracture plane. This breakage occurred in the radius transition from the cylindrical driver shaft to the hex feature and extended past that feature into the flat region of the hex drive. [Driver fracture plane] the fracture plane of this cannulated driver was textured with slight bumps; the angulation of this fracture plane was not perpendicular with the axis of the device (i.e. Oblique plane). The returned portion was measured at 4.3695 inches. The calculated missing portion length was 0.1305 inches. Functional testing of the device could not be performed. The characteristics of the observed fracture plane suggest brittle failure which can occur due to overloading or overtorquing events; however, due to unknown procedural conditions, the root cause could not be determined.